Event description:
The physician reported the intraocular lens was explanted without complication due to the patient's intolerance of halos and glare. He stated there was nothing wrong with the lens, patient was uncomfortable.

Manufacturer narrative:
(B)(4) - the lens was received and is currently undergoing analysis at the manufacturing site. Physician stated there was no problem with the lens. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. A supplemental MDR will be filed when our investigation is complete.

Manufacturer narrative:
The returned intraocular lens was received and inspected under 10x magnification. Visual inspection of the lens showed no optical deviations. Batch records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All available information is included in this report.

Event description:
Boston scientific received information that pacing threshold measurements with this implantable left ventricular (lv) lead had increased to 7.0 v @ 0.5 ms. There was evidence that the lead had pulled back. The lead was explanted and successfully replaced. This lv lead was also used to gain venous access, by cutting a slit in the insulation of the lead. To date, there have been no adverse patient effects reported.